Event description:
A patient reported fullness to a surgeon at a post-operative visit on (B)(6) 2012. It was reported that the plan was to observe and re-evaluate in two weeks. The reporter stated that the patient returned to a doctor on (B)(6) 2012 and was referred to surgery for an explant. It was reported that an explant of the battery occurred on (B)(6) 2012. Eleven days later, it was reported that symptoms included pocket site fullness, redness, and discharge from the incision site. The reporter stated that infection was confirmed via visual inspection. It was noted that interventions included oral antibiotics initially followed by explant of the battery. The reporter stated that redness on the neck was observed on (B)(6) 2012, and the extension was explanted on (B)(6) 2012 followed by IV antibiotics. Patient recovery was noted as ongoing. A follow-up report will be made if additional information becomes available. See MFR report #3004209178-2012-10777. It was unclear which device was part of the event and was explanted or if both devices were part of the event and were explanted.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3387ies lot# n26680, implanted: 2006 (B)(6), product type lead product ID, 3387ies lot# n26754, implanted: 2006 (B)(6), product type lead. (B)(4).